Manufacturer narrative:
Review of the product history records indicates the products were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. Lot specific voluntary recall ra (B)(4) was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient developed right leg and hip pain, weakness and numbness of her right leg, along with an increasing inability to flex her right hip or extend her right knee. It is alleged that on or about (B)(6) 2015 a CT scan revealed a fluid collection extending from her pelvis into her hip believed to be a pseudo tumor related to her 2009 hip replacement, likely requiring a revision procedure and likely causing her femoral nerve palsy. It is further alleged that during the revision surgery on (B)(6) 2015 a black excrescence was discovered around the trunnion of the prosthetic, and the trunnion itself had been eroded smooth.